Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two days post implant procedure, the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. It was noted that the patient complained of hiccups that wouldn t stop. The lv lead was turned off and later repositioned and reactivated with no further phrenic nerve stimulation noted. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.